Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A customer reported receiving a system message during a case. The customer observed fluid behind the cassette. The system was switched out to complete the case. There was no patient injury reported. Additional information indicated the case was delayed about 15-20 minutes.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicated or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).